Manufacturer narrative:
Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient needed a secondary operation. Lens remains implanted. Cause of event was not reported. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Previous initial MDR is n/a. Claim# (B)(4).